Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a reserved sample from the same lot number b201831 was tested. A visual inspection of the cartridge was performed with no damage or defects noted. The retained cartridge passed the leak test and force test. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #2 date of submission (B)(4) 2013-device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The patient contacted animas on (B)(6) 2013 reporting blood glucose levels as high as 472 mg/dl with extreme nausea, vomiting, and small ketones. The patient reportedly treated the blood glucose with an injection and blood glucose levels began decreasing. During a review of the event the patient checked the tubing and cartridge which were changed out during the elevation and found that there was a small leak at the connection of the tubing and the cartridge. This report is made based on the allegation that the patient experienced hyperglycemia associated with an insulin leak the cartridge and tubing connection.